Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon routine check one day post implant of this right ventricular (rv) lead, two or three events of ventricular tachycardia (vt) lasting seven or eight beats were observed. An xray confirmed that the lead had dislodged into the apex. Sensing had decreased, however, captured remained available. A lead revision procedure was successfully performed. No other adverse patient effects were reported with this clinical observation.